Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe battery packs were evaluated and replaced. The generator pcb assemblies were also removed, cleaned and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.